Event description:
Following insertion the catheter, the rubber prn did not close off resulting in blood splashing all over the clinician's face. The clinician was not wear any protective equipment at the time of the incident. The unit was flushed with a power injector.